Manufacturer narrative:
The device involved in the reported event has been returned to angiodynamics, however the evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, upon removal from patient drainage catheter was inspected and found to have a slight fracture. The device remained in one piece, and was removed successfully with no complications.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The january 2017 angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode, "catheter split. " no adverse trend was identified. The returned catheter was forwarded to angiodynamics' supplier, (B)(4), along with a supplier corrective action request (scar). (B)(4) reply indicated that the shaft material had "disintegrated." Although they were unable to assign a root cause for this condition, they indicate that it equates with the catheter "coming into contact with non-compatible material," possibly being placed in the patient's body in a location for with the catheter is not intended. The DHR review did not reveal any quality or manufacturing issues which would relate to the reported event. The directions for use (dfu) for the multipurpose drainage catheter contain indications for intended use and length of indwell time. Additionally the dfu contains warnings not to expose the catheter to gastric juices or to alcohol as they may damage the catheter. ((B)(4)).